Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by that they customer was experiencing low blood glucose. Blood glucose level at the time of the incident was 1.9 mmol/l. Customer reported throwing up along with low blood glucose. Customer stated that they treated the low blood glucose with the food and glucose tablets. Customer's blood glucose level during phone call was 3.9 mmol/l. Customer reported they wore insulin pump at airport full body scanner. It was reported that programming of insulin pump was accurate and insulin pump passed displacement test. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode during the time of incident. The insulin pump will not be returned for analysis.